Event description:
During cardiopulmonary bypass surgery, the user had difficulty connecting the sternal saw to the drive motor cable. There were no reports of adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.